Event description:
Additional information was received that during the revision procedure, when the physician put his hand under the device in the pocket it was noted that the header was already detached from device. Subsequently the device was explanted. The right ventricular (rv) lead was tested with the pacing system analyzer (psa) and yield acceptable measurements. However, the lv lead impedance was still high and out of range. Since the lv lead was tangled in the pocket, the lv connector was cut from the device and the lead was surgically abandoned. The rv lead was left in-service, however the physician chose to use the lead in an off-label manner by connecting the pace sense portion into the lv port. A different pace sense rv lead was successfully implanted and connected to the rate sense rv port. All measurements were within normal limits and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the right ventricular (rv) lead. Review of the data also revealed that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements. The patient was brought into the office and the high shock impedance measurements were reproducible with pocket manipulation and isometrics when in the triad configuration. However, lead impedance measurements were within normal limits when programmed rv to can. The physician opted to leave the rv lead programmed in triad and discuss a lead revision procedure with the patient. Diaphragmatic stimulation was seen when the lv lead was programmed lv tip to can, thus the lead was reprogrammed lv tip to rv coil. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.